Event description:
It was reported that the atrial lead exhibited high capture threshold, low sensing, noise, and impedances fluctuating from 700 ohms to less than 200 ohms. The lead was explanted and replaced.

Manufacturer narrative:
Na